Event description:
It was reported that the patient underwent surgery to correct the high impedance. The pin was removed cleaned and reinserted and high impedance resolved. No further relevant information has been received to date.

Manufacturer narrative:
B5.describe event or problem, corrected data: it was inadvertently not reported on the initial MDR that pin reinsertion resolved the high impedance. Section d and h4, corrected data: the initial MDR inadvertently did not report that the generator was the suspect product section f10 and section h6, corrected data: the initial MDR inadvertently did not report in codes that the event of high impedance was due to incomplete pin insertion/surgeon error.

Event description:
It was reported that high impedance was detected on the patients device. The manufacturers device history records of the lead were reviewed. The product passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical information has been received to date.